Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac enlargement adverse event/incident is unconfirmed due to a lack of the comparative imaging. The indeterminate endoleak adverse event/incident is confirmed. There was a possible type ii endoleak; however, due to an artifact this was unable to be confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) suprarenal aortic extensions, and two (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure there was a type 1a endoleak noted and a suspected type 2 (non-device-related) endoleak. The physician elected to coil embolize to resolve the type 1a endoleak and coil embolize the lumbar artery to resolve the type 2 endoleak. This event was previously reported under 2031527-2021-00326. Now, on (B)(6) 2021, a re-intervention was performed for the suspected but not confirmed type 1b endoleak with sac enlargement in the right common iliac artery. After the right inferior iliac artery was embolized with a coil, two (2) afx limb stent graft extensions and a bare metal stent (non- endologix) were implanted. No endoleaks were observed on the final angiography and the procedure was completed.